Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and insulation damage on the right ventricular (rv) lead. Isometrics confirmed noise was reproducible. Programming changes were performed to resolve the issue. However, later examination notes that the right ventricular lead failed, and the implantable cardioverter defibrillator began charging for defibrillation therapy deliver due to the lead noise. The lead and device were surgically replaced on (B)(6) 2025. No information regarding patient consequences was noted.

Manufacturer narrative:
Correction -d6b - field should not be populated due to unknown explant date.